Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the cardiac re-synchronization therapy defibrillator (crt-d) system exhibited right ventricular (rv) noise which was being over sensed resulting in inappropriate anti-tachycardia pacing (atp). The patient was evaluated in the clinic and troubleshooting was performed; however, the noise could not be recreated. The noise appears to be non-physiologic. Additionally, review of presenting found one over sensed premature ventricular contraction (pvc). Daily measurements were noted to be stable. There were excursions on the rv intrinsic amplitude as low as 2mv. Technical services provided programming options. At this time, the device and this rv lead remain in service. No adverse patient effects were reported. Event date is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Received voluntary anonymous medwatch report, mw5119948.